Manufacturer narrative:
The investigation of the provided log file confirmed an unexpected restart of the device on june 21, 2023 at 01:49 pm system time during start-up sequence. That restart was caused due to a sudden power fail event. The log file did reveal further restarts of the unit at older timestamps which happened during start-up sequence as well. Additionally, dräger service onsite examined the device and changed the nimh battery and reseated the inside the connector of pba pi main ecd. Afterwards, the device was checked for proper function according to manufacturer test protocol without deviations. The complaint investigation confirmed that evita v800 (B)(6) had performed a restart with accompanying alarm during start-up sequence when no patient was ventilated. The was caused by a sudden power fail event which technical root cause could not be finally clarified. Potential technical root causes could be excluded by dedicated tests performed by dräger service. Since the event occurred without application to the patient during start-up of the device, the event is classified as non-reportable according to the european meddev 2.12 rev. 8 and the medical devices regulation (MDR 2017/745). The results of this complaint investigation did not reveal any new or additional risks that have not yet been covered by the ventilator's risk management file.

Event description:
It was reported, that the ventilator rebooted briefly. The device alarmed. No health consequences for the patient were reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported, that the ventilator rebooted briefly. The device alarmed. No health consequences for the patient were reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.